Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0956-2020. (B)(4). S/w 4.10e. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 07/06/2020 dailytotalofallinsulindelivered = 9.6. 07/07/2020 dailytotalofallinsulindelivered = 18.55. 07/08/2020 dailytotalofallinsulindelivered = 12.025. 07/09/2020 dailytotalofallinsulindelivered = 17.275. 07/10/2020 dailytotalofallinsulindelivered = 9.6. 07/11/2020 dailytotalofallinsulindelivered = 13.825. 07/12/2020 dailytotalofallinsulindelivered = 9.6.

Event description:
It was reported via phone call that the customer passed away at home hospice on (B)(6) 2020. The cause of death was brain bleeds. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 2 days prior to passing. The caller agreed to return the insulin pump for analysis.